Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed (B)(4) reported on behalf of the customer that the esa-5296 ultrablator 90 degree, was being used on (B)(6) 2021 during an arcr (arthroscopic rotator cuff repair) procedure when it was reported that a hole in the tip was found after about 10 minutes from the start of surgery. There was no report of a delay to the procedure and the procedure was completed with an alternate same device. There was no report of impact or injury to the patient or user. After further assessment it was found, it is unknown if the fragments were retrieved from the patient. This report is being raised on the basis of injury due to possible fragments remaining in the patient.

Manufacturer narrative:
Corrected data: b1: changed from yes to no; b2: other serious (important medical event): changed from yes to no; h1: type of reportable event: changed from serious injury to malfunction and health effect - clinical code. Section h6: changed from foreign body in patient to no clinical signs or symptoms. The reported event of ¿a hole in the tip was found during surgery¿ is confirmed. Visual examination of the returned used device found the coating (insulation) burned at the ablator head. The tip ceramic was found intact with no damage. The electrode appears to have been used based on the condition of the active electrode showing signs of activation. Examination performed could not find any other discrepancies with returned used light wave. Excessive twisting forces may have attributed to the failure of the insulator inside a cannula or incidental hitting of another hard object. It is suspected that the device contacted other surgical instruments during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: light wave ablators must only be used in a conductive fluid medium to avoid insulation damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: the device evaluation found that the coating was burned at the ablator head indicating no fragment(s) fell into the surgical site. Conmed japan reported on behalf of the customer that the esa-5296 ultrablator 90 degree, was being used on (B)(6) 2021 during an arcr (arthroscopic rotator cuff repair) procedure when it was reported that a hole in the tip was found after about 10 minutes from the start of surgery. There was no report of a delay to the procedure and the procedure was completed with an alternate same device. There was no report of impact or injury to the patient or user. After further assessment it was found, it is unknown if the fragments were retrieved from the patient. This report is being raised on the basis of injury due to possible fragments remaining in the patient.